Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown.

Event description:
It was reported that after the pre-test was completed the gun fired without pressing the button. There was no pt involvement.